Event description:
It was reported that there was a right washout and poly done due to infection.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown poly. It was noted that the device is not available for evaluation as it remains in patient control. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.